Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Correction d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the component analysis of the foreign material indicated silicone (rubber material), and it may have entered through a cylinder or a connector. The event can be detected/prevented by following the instructions for use which state: nstructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to detect the subject events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the image guide protector had a scratch, the light guide cover glass had a scratch, the protector of the universal cord on the control section side had a scratch, the protector of the universal cord on scope connector side had a scratch, the scope connector cover unit had a scratch, the lock engagement lever and knob both had a scratch, the up/down and the right/left knobs both had a scratch, the flexibility adjustment ring had a scratch, the plastic distal end cover ha a scratch, the image guide protector had a chip, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a dent and a scratch, the grip had a scratch, the control unit had discoloration, the adhesive on the bending section cover rubber had a chip, the switch box had a scratch, and the connecting tube had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.